Event description:
The customer reported having unexplained high blood glucose of 148mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The time and date on the device were correct. The customer stated that the insulin pump failed the displacement test twice. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.